Event description:
It was reported that the patient experienced syncope and presented to the emergency department. It was noted that there was loss of capture on the right ventricular (rv) lead with a history of high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).